Event description:
Post angiogram of the endovascualr graft deployment, noted a distal endoleak on the ipsilateral leg graft. An iliac leg graft was then deployed inside the first leg graft, bridging the 12 millimeter portion of the leg graft above the noted leak origin and extending the graft into the external iliac artery. Distal endoleak was resolved.